Event description:
It was reported that during a remote data review, the physician noted that this subcutaneous implantable cardiac defibrillator (s-ICD) device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. No additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.